Event description:
After the lens was implanted, the surgeon noticed a red orange discoloration on the lens and decided to remove the lens from the pt's eye. When the lens was removed, the incision was enlarged an no sutures were needed. There were no other pt injuries. It was stated the msi-tm injector and aq cartridge were used, but the lot numbers were unk.